Event description:
Patient contacted the depuy mitek quality department stating she had her first bilateral orthovisc injection on (B)(6) 2012. The following morning she experienced severe swelling in both of her legs, ankle, and foot. She contacted her doctor and he referred her to another doctor that prescribed prednisone. The swelling on her right leg has gone down, but her left leg is still swollen to the point where she cannot put on shoes. She mentioned that 15 years ago, she had a torn meniscus on her right knee, and on (B)(6) 2012 she had surgery for a torn meniscus on her left knee and the doctor did clean the area of arthritis. Follow-up on (B)(6) 2012. Patient returned to the physician on (B)(6) 2012. The physician recommended an ultrasound be done. The physician does not believe that her reaction is product related but suspects it may be related to other medication she is taking. The physician has taken patient off the norvasc to see if the reaction resolves.